Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned the poly liner is returned with deep gouges and rim damage that also most likely would have occurred during removal. Damage is too severe for an accurate analysis. Review of the x-rays show that the acetabular inclination angle appears to be within normal limits. The femoral head appears to be symmetrically placed within the acetabular cup, without definite evidence for polyethylene wear. Femoral stem is partially obscured at the tip. No evidence for radiolucency. No acute fracture or dislocation. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent head and liner revision approximately 5 years post initial surgery due to allegations of very high cobalt levels. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products - femoral head/ pn 00801803601/ ln 62049351, shell porous with cluster holes 52 mm o.d./ pn 00620005222/ ln 62060665, bone scr 6.5 x 25 self-tap/ pn 00625006525/ ln 62048575, bone scr 6.5 x 35 self-tap/ pn 00625006535/ ln 62073201, femoral stem 12/14 neck taper plasma sprayed press-fit/ pn 00771100500/ ln 62071524. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00387.

Event description:
It was reported that a patient underwent a hip revision surgery due to allegations of very high cobalt levels. The head and liner were exchanged.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.